Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) procedure, there was map shift approximately 1 inch without any error. The physician stated that it looked like he was unable to put his catheter at the location where he had mapped out an early spot and wanted to ablate, and his cs catheter did not match the fam map that he created for the cs. Both of the acl catheter and the magnetic catheter shifted in the same direction and the same amount of shift. The new map was made and the case was completed without any patient consequence.

Manufacturer narrative:
Manufacturer ref # (B)(4). It was reported that there was a map shift without any errors or alerts. The carto manufacturer representative visited the hospital and investigated the issue. The issue was reproduced. He found that it was caused by workflow: cine/ image were taken with sensor-based catheter distant from the area of interest, and as a result the image was applied to the carto3 space in an inaccurate area, causing difference between the carto map and fluoro image taken. It was advised on improved workflow. Once proposed workflow was implemented, next cases passed without issues and the system is operational. In addition, a corrective action has been opened to address and resolve this issue. Since this was a MDR reportable event, the device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures.